Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced foreign matter on the device cannula within the fluid path. This event occurred once. The following information was provided by the initial reporter. The customer stated: the nurse opened the package and checked the consumable and found that there were unknown impurities in the cannula, which could not be used.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: (B)(6) 2022 h.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. The customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced foreign matter on the device cannula within the fluid path. This event occurred once. The following information was provided by the initial reporter. The customer stated: the nurse opened the package and checked the consumable and found that there were unknown impurities in the cannula, which could not be used.